Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient had high impedances on two leads and ineffective stimulation on the remaining lead. As such, surgical intervention may occur.